Event description:
Patient was on a monitor. Physician entered the room and found patient in distress. The monitor in room was in demo mode, not accurately reflecting patient's status. The patient was attended to promptly, condition addressed. It is too easy to put in demo mode, not password protected. If buttons are pushed during boot-up, user can select demo mode accidently.